Event description:
During sweat chloride test, the baby was noted to have an injury to his skin on his right arm resembling a burn. The machine received routine maintenance and has passed all of it's maintenance tests. Additionally, after this incident our clinical engineering team tested device with no findings. We do not believe that the device malfunctioned, and understand that this can be a risk of sweat testing. We are submitting this report for informational purposes and/or tracking.